Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the hospital after receiving hv therapy, intermittent loss of captures were observed. Programming changes will be made. No further information is available.